Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's dexcom system was not getting readings. No medical intervention was reported. Additional event or patient information is not available.